Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their heartmate 3 explanted on (b(6) 2022 due to a driveline infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 9.0¿ from the pump housing. The remainder of the pump cable, as well as the modular cable, was not returned for evaluation. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a minor section of tissue from the ventricle. Upon disassembly of the returned device, examination of the inlet tube revealed a thin, tissue-like biological lining adjacent to the proximal opening. The lining was adhered and did not appear to have contributed to any flow or functional issues. Additionally, islands of tissue-like depositions were observed throughout the inlet cannula. The depositions were adhered and did not appear to have contributed to any flow or functional issues. Examination of the outflow graft lumen and interior textured surfaces of the outflow graft attachment and pump cover revealed loosely coagulated and coagulated post-explant blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this investigation.